Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer base completely lost wireless telemetry with an implantable device. The hosting tablet was connected to both the mobile programmer base and patient connector and was being used to interrogate an implantable cardioverter defibrillator (ICD) with the mobile programmer base being used to maintain a wireless connection. Only 2 of 3 bars of telemetry could be achieved regardless of where the device was located in the operating room. The mobile programmer base was setup at the foot of the operating table and within a 2 meter range. If the implantable device was moved to the opposite end of the table, as if to be implanted in a patient, the mobile programmer base would only display 1 of 3 bars of telemetry. Once other electronic devices related to the procedure would be turned on, the mobile programmer base would completely lose wireless telemetry. The mobile programmer remains in use. There was no patient involvement.